Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l60855, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sh aft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that, per pump logs, a motor stall occurred on (B)(6) 2014 at 01:05, with a tube set message 48 hours later. As of (B)(6) 2014, no motor stall recovery had been logged. As of (B)(6) 2014, the pump had been explanted. The device system was used to deliver dilaudid.

Event description:
It was reported that the patient¿s ¿pump went down,¿ was ¿not working,¿ and that the ¿pump failed.¿ the patient had a return of symptoms and withdrawal and the patient was traveling when withdrawal symptoms occurred. Specific withdrawal symptoms were unknown but the patient was in the emergency room in (B)(6). It was initially unknown if any alarms occurred. However, the pump was last refilled on (B)(6) 2014 and the pump was updated. The event logs confirmed a motor stall with no motor stall recovery. The stall occurred on (B)(6) 2014 and a tube set alarm occurred on (B)(6) 2014. The patient heard the pump alarming on (B)(6) 2014. The patient took increasing amounts of oral medications. Additional information reported revealed the pump was to be replaced on (B)(6) 2014 and the patient was maintained on oral medication while he went through withdrawals. The cause of the malfunction remains unknown. The pump delivered hydromorphone. Additional information was requested to verify the patient¿s current status. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.